Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot# 0205705048, implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type: lead. Product ID: 3877-45, lot# 0205687845, implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type: lead. (B)(4).

Event description:
Additional information received reported the lead was replaced during the trial and there were no further complications. The patient was doing great and therapy was effective for them.

Event description:
It was reported that during a trial procedure the patient had no stimulation sensation. The needle and lead were inserted smoothly and connected to the external neurostimulator (ens) using a multi lead trialing cable (mltc). Stimulation was started and increased gradually to the maximum, but the patient had not stimulation sensation. The pulse width was gradually increased to maximum, but still no stimulation sensation. The connection was rechecked and the impedances were measured to be within normal values for most electrodes. The ens and mltc were replaced, but the results were the same. The lead was replaced and the same situation happened. The lead was replaced a second time and the patient felt stimulation at 2v with a good outcome. There was no patient harm, injury, or death.